Event description:
It was reported that the customer experienced issues with portions of the pump intermittently being unresponsive, and occasionally selecting options that were not pressed. There was no impact to customer's blood glucose level.